Event description:
Needle broke away from hub and was retained in pt. Clinician was able to retrieve needle in its entirety from pt's artery. A new set was obtained to complete procedure. There were no associated pt complications reported.